Event description:
It was reported that in the three weeks post implant there was a rise in thresholds on the right ventricular (rv) lead, possibly due to exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that due to the limited amount of blood ingress, it is likely the extrinsic cuts to the outer insulation occurred during explant. All electrical testing was within specified parameters. Concomitant product : 5076-45 implantable pacing lead (B)(6) 2013. (B)(4).